Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on additional information obtained by the (B)(6) 2016. During the follow-up call, the reporter stated that the alleged power issue occurred on 4 occasions since (B)(6) 2016 requiring the patient to change the battery each time. The patient manages his diabetes with oral medication, diet and exercise. It is not known what action, if any, the patient took in regards to his usual diabetes management routine in response to the alleged power issue; however, during the initial call, the patient reported developing symptoms of "blurry vision and fainted" after the alleged issue began. The patient claimed he was treatment at the emergency room and that a blood glucose reading of "30 mg/dl"was obtained on the emergency medical service device. During the follow-up call, the reporter stated that on different occasions during 2016 (specific dates not provided) the patient had developed hypoglycemia. The reporter also informed the csr that the patient was diagnosed with colon cancer, which was an "important factor" to his uncontrolled diabetes and to the symptoms which developed. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr confirmed the correct test strips were being used for testing. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged power issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.